Event description:
My freestyle libre caused many problems, the alarm never went off when my sugars were very low, I woke up and had to drink juice before it was too late many times, it left a burn mark on my arm from the sensor, false readings, sometimes it matched a reading to my metor for my finger check then I would rely on the freestyle and then my a1c went up from a 6.7 to 7.8, what a mess it made my life and I dint know most of time. My aic went up high, I never was this high, the freestlye libre was terrible.